Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Visual inspection of the provided image performed. Unable to determine the item and lot number from the image. Image clearly shows that a piece of the main body of the device has fractured away, however analysis of the fracture surface cannot be performed due to the image quality. As the physical product was not returned, further analysis could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a2, a3, b4, b5, d2, g1, g3, g6, h1, h2, and h11.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a femoral impactor fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.